Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an infection. Reportedly, it was decided that, instead of explanting the device, the patient would be treated with intravenous antibiotics for the time being and the situation would be observed. Additional information received indicates that the patient condition improved and the need for device removal was eliminated. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had an infection. Reportedly, it was decided that, instead of explanting the device, the patient would be treated with intravenous antibiotics for the time being and the situation would be observed. Additional information received indicates that the patient condition improved and the need for device removal was eliminated. Furthermore, additional information confirms the patient was hospitalized at the time of treatment. No additional adverse patient effects were reported. The device remains in service. No further adverse patient effects were reported.